Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. A review of manufacturing and inspection records could not be performed as device batch/lot number was not provided. Should the device be returned, a follow up report will be submitted upon completion of the investigation.

Event description:
During a frontal cranioplasty procedure on (B)(6) 2022, it was reported that the heads of two (2) screws broke. The stems of the screws were removed from the patient and new screws were inserted. There were no adverse consequences to the patient, and the procedure was delayed by "only a few minutes". This report is related to report number 2027754-2022-00028 which is for the other screw involved in this event.

Manufacturer narrative:
Broken fragments of the reported screws were returned for evaluation. Manufacturing and inspection records were reviewed and no anomalies were noted. Based on the information provided and the investigation performed, the root cause could not be determined. The instructions for use states "use of an undersized screw or plate in areas of high functional stresses may lead to implant fracture and failure", "use of screws in high density bone may lead to implant fracture or failure upon insertion", "use of excessive torque during insertion of screws may lead to implant failure".

Manufacturer narrative:
Additional information received: a2: only year given for date of birth as 1997. Estimated age is 25 years. A4: patient weight 165ibs. D4: lot number provided as 1166672.